Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported having poor speech understanding when using the device. The patient has been re-implanted.

Manufacturer narrative:
Conclusion: investigation results lead to the conclusion that likely the device electronics failed over time after humidity ingress. However the device investigation did not show the location of the leak; based on the manufacturer_s experience with this kind of device, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. Additionally, the patient report and received measurements indicate that there was bone growth around the reference electrode and short circuits on some implant channels. It cannot be excluded, that these damages might have been an additional factor contributing to the reported reduced benefit. This is a final report.

Event description:
The patient reported having poor speech understanding when using the device. The patient has been re-implanted.